Event description:
Event description guidant received information that this non-implanted, boxed implantable pacemaker (ipm) exhibited an elective replacement time (ert) battery status indicator the device has been out of ship mode and stored indoors. The device was returned to guidant for analysis.